Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The crt-d was explanted and then was used as an external temporary pacemaker. The crt-d was removed from service when a new system was implanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 is being used to capture the additional intervention performed and captures the reportable event of surgery. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed, passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The crt-d was explanted and then was used as an external temporary pacemaker. The crt-d was removed from service when a new system was implanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d is no longer in service.